Manufacturer narrative:
(B)(4). Evaluation summary: the lead was returned to st. Jude medical for analysis in two sections. The first section consisted of the end of the connector pin. A surface abrasion was observed. The insulation abrasion was through to the cable but did not expose metal. The rv cable was melted. A hole on the outer insulation was observed. The svc cable insulation was abraded behind the hole. The second section of lead consisted of the distal end (helix housing). This section was returned with locking stylet inserted. The outer insulation was abraded through to the coils but did not expose metal. The svc defibrillation coil was offset. The lead abrasions are consistent with that produced by friction to the can. The loss of insulation between the can and rv cable and svc cable high voltage conductors induced a short to the can, causing the cable to melt and separate.

Event description:
It was replaced to st. Jude medical that the device presented with aborted output due to high output circuit damage. During an induction test, there was no delivered energy. Technical services discussed testing the high voltage lead integrity before connecting a new device to the lead. The lead was checked and the impedance was low. The decision was made to explant the device and lead.